Event description:
It was reported that intra-aortic balloon catheter (iabc) had been inserted into patient with no difficulties and the fiber-optic was zeroed. After start-up, the intra-aortic balloon pump (iabp) issued helium loss alarm x 3. The helium was checked, catheter connections checked, and no blood was noted in tubing. The alarm was unable to be rectified. As a result, a new catheter was inserted and therapy commenced with no issues or further alarms. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. The root cause of the leak from the bifurcate adhesive is a result of manufacturing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance was initiated for this finding. The nonconformance has been completed with corrective actions in place. Other remarks: unrelated to the reported complaint, the returned iab bladder was found withdrawn through the teflon sheath. The instruction for use states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped ( unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." An in-service has been requested to reiterate the appropriate method for iab removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra-aortic balloon catheter (iabc) had been inserted into patient with no difficulties and the fiber-optic was zeroed. After start-up, the intra-aortic balloon pump (iabp) issued helium loss alarm x 3. The helium was checked, catheter connections checked, and no blood was noted in tubing. The alarm was unable to be rectified. As a result, a new catheter was inserted and therapy commenced with no issues or further alarms. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.